Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy interaction, suture pulled until it breaks or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The three additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the heavily calcified left common femoral artery using the pre-close technique via an 8f sheath hole prior to a percutaneous coronary interventional (pci) procedure. Reportedly, suture breaks occurred when the plunger of the four proglide devices was removed. The sutures of two new proglide devices were successfully pre-placed. The sheath size was upsized to greater than 8.5f and the pci procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.